Manufacturer narrative:
(B)(4). The customer reported the ac power module connector pulled out and wires were severed. There was no reported patient involvement. The ac power module was not available for evaluation. The ac power module was replaced to resolve the issue. We will consider this a malfunction of the ac power module where the connector wires pulled out and the wires were severed.

Event description:
The customer reported the ac power module connector pulled out and wires were severed. There was no reported patient involvement.